Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+ and chord rich leaflets. A triclip xtw was inserted and deployed on the tricuspid valve mid anterior septal (a/s) leaflets without issues. To further reduce tr, a second triclip xtw was inserted and deployed on the tricuspid valve central anterior septal (a/s) leaflets without issues. A third triclip xtw was and advanced to the tricuspid valve. However, while positioning the clip posterior to the second clip, the clip became entangled in chordae. Troubleshooting was performed and the clip was able to be freed from chordae. It was observed that a small cord associated to the anterior leaflet was torn. The third triclip could not be securely implanted on the anterior leaflet due to there was no room left. Therefore the, the clip was deployed on the septal and posterior leaflets, free from chordae. The procedure was completed with 3 clips implanted, reducing the tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught in chordae) appears to be related to patient conditions and due to chord rich leaflets. Unspecified tissue injury (chordal tear) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.